Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd extension set leaked during use. The following was reported by the initial reporter: "c61 leaking. Pharmacist has already primed the c61 with saline and noticed that the c61 is leaking. Pharmacist is unsure where is the source of leaking. The spike of the c61 might have been contaminated with chemo."